Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device (part number 328.041, clamping foot, for 328.040, for narrow lcp 4.5/5.0mm and lc-dcp 4.5mm, lot number 3186937). The subject device was returned with the complaint ¿broken: intraoperatively.¿ the subject device was received broken into two pieces in two pieces as complained. The returned clamping foot was received in two pieces but otherwise in good condition. The upper cylindrical portion of the device broke off from the lower thicker cylindrical section which attaches to one of the feet. That foot is no longer connected to the device. Thus, the complaint condition is confirmed but cannot be replicated as the device is already broken. This device is intended for use in holding plates for minimally invasive plating procedures. It assembles with the plate holder (part number 328.040) and a connecting screw (part number 328.044). There are three options for the foot plate (part numbers 325.041, 328.041, and 328.042) based on the width of the plate (standard, narrow, or broad). Information is provided per the minimally invasive reduction and plate insertion instruments technique guide. A review of the current design drawing was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Since the specific circumstances at the time of the break are unknown the root cause cannot be definitively determined. However, it is most probable that accumulated wear and excessive lever forces on the plate or device itself, caused by the method of use/handling over the device¿s 6 year lifetime, resulted in the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient identifier and weight are unknown. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: july 1, 2009. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the clamp foot broke into two (2) pieces after a plate was inserted during a femur repair procedure on (B)(6) 2015. When the clamp foot broke, half of it remained on the plate while the other half remained in the plate holder. The piece that remained on the plate was easily retrieved with pliers and no additional intervention. The surgery was successfully completed with no retained fragments and only a five (5) minute surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.